Manufacturer narrative:
(B)(4). Method: the two complaint chambers were received at fisher & paykel healthcare (B)(4). One chamber was from lot 130424, manufactured 24 apr 2013. The second chamber was from lot 130816, manufactured 16 aug 2013. Both chambers were visually inspected. Results: visual inspection revealed that the chamber domes were cracked near the baffle. A lot check revealed no other similar complaints for either lot number. Conclusion: the nature of the cracking is consistent with the chambers being used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that water leak occurred from two mr290 autofeed chambers. No patient consequence was reported.